Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had been receiving a no delivery alarm on the insulin pump. Customer also had a motor error alarm and a compromised force sensor system alarm. Customer stated that they have a back-up plan and the pump was not dropped or bumped prior to the compromised force sensor system alarm occurring. Customer was advised to remain disconnected from the pump. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the compromised force sensor system alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.